Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. Further follow up indicated that the physician placed an unknown size and type of stent proximally in the right coronary artery (rca), and then decided that the stent didn't cover the lesion entirely. The physician then tried to cross the stent with the 3.50 x 12 mm taxus express2 drug eluting stent , but was unable to. When the physician tried to pull back the 3.50 x 12 mm taxus stent got caught on the previously placed stent struts. The physician was able to go in and snare the stent and remove it and decided not to place another stent because of the issues crossing the first stent. No pt complications were reported. No further info was available.